Manufacturer narrative:
Follow-up #1 date of submission 09/10/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump powers with an audible tone, vibration and a blank display. The battery cap threads were found to be damaged. The battery compartment threads are damaged. A power loss was not duplicated. The black box dates from 6/30/2014 - 7/8/2014. The pump information from date of pi has been overwritten. Investigators were unable to complete or "pass" checklist steps due to a blank / damaged display screen. Unable to adequately investigate "no power" complaint due to blank display preventing 24 hr exercise. There was no evidence of moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump lost power. The patient reported that the battery was replaced, the pump rebooted and the pump powered on. The patient denied any stripped threads or contact defects to the cap and stated that the cap has never been replaced. The patient confirmed that there were no alarms were noted in the history. The patient also confirmed that the auto off feature was on. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.